Event description:
It was reported that the device was used during an appendectomy procedure. The surgeon went to fire the device, the device would not fire, and the device was stuck on tissue. The device was loaded with the white reload. The manual release steps were used and device jaws released from tissue. The device did not cut tissue and there was no bleeding that occurred. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Damaged one piece sled the device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the one piece sled was found to be broken at the area that interacts with the knife making the reload non-functional. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.